Event description:
It was reported that the user discontinued the ilet due to blood glucose fluctuations and chose to return to a prior automated insulin delivery system, with reports of both low and high glucose readings; the highest levels reportedly persisted for approximately three to four hours and were addressed by the device¿s correction algorithm, while lows were treated with oral carbohydrate. Symptoms included none reported for either hypoglycemia or hyperglycemia. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included review of the reported use history, training status as communicated by the caregiver, and intake of blood glucose event details. Investigation of this case revealed no device alarms or malfunctions reported during the events and no identified device component failure, and the cause of the hyperglycemia episodes remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.